Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements in the 130s ohms; lead calcification was suspected. This rv lead remains in service. The shock impedance alert value was increased to 150 ohms, and the plan is to continue monitoring at this time. No adverse patient effects were reported.